Event description:
It was reported that during an adenotonsillectomy procedure, while the procise max electrode was on the child's tonsils and the isolated part was in contact with the lips, a burn on the upper lip of the child was noticed. The procedure was successfully completed without surgical delay using the same faulty device. After completing the procedure, a tiny defect in the tip body was detected precisely where it made contact with the patient¿s skin. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h3, h6: a device deficiency was identified, the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that a photo of the burn was provided for review and confirms the reported. The burn appears to be a second degree/ partial thickness burn. The photos provided of the wand show a mark but cannot confirm damage to the wand. Also, one of the intraoperative images shows that a metal retractor was used during the procedure. It is unknown how the burn was treated. Based on the limited information provided, the burn on the patient¿s lip may be due to a defect found on the shaft of the wand or it could be related to thermal injury of not protecting the patient¿s lip from the heat within the wand shaft from the hot irrigation fluid. We are currently unable to rule out a user error as a contributing factor to the reported event, which does not represent a device malfunction. The IFU does warn, ¿for plasma wand devices with suction, failure to maintain the recommended suction may result in device failure. Failure to provide proper suction may result in user or patient thermal injury,¿ ¿do not contact metal objects while activating the wand, as it may damage the tip and/or shaft insulation causing malfunction or injury. Avoid contact with metal surgical instruments (such as a mouth guard) as they may pass current to the patient or user and result in burns,¿ and ¿care should also be taken to ensure surrounding tissue is properly monitored.¿ the patient impact is determined to be the second degree burn on the upper lip. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h2: corrected information in b1, b2, h1 and h6.